Event description:
On (B)(6) 2026 it was reported that on(B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl requiring hospitalization. The user was treated with exogenous insulin and IV fluids and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that the user's libre 3+ sensor generated a sensor error on(B)(6) 2026 and did not resume providing glucose values. The user attempted to replace the sensor but did not have a replacement available and subsequently remained in bg run mode without starting a new sensor. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate dosing relative to delivery requests, and confirmed the ilet behaved as intended. Based on available information, the event is attributed to failure to start a new sensor after loss of cgm function, resulting in continued operation in bg run mode. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.